Event description:
It was reported that a patient underwent an idvt (idiopathic ventricular tachycardia) ablation and the patient experienced pericardial effusion that required pericardiocentesis. After creating a cartosound map, then mapping the rv (right ventricle) with the qdot micro catheter, the physician noted that the sterilmed soundstar did not look like it was in the correct place, possibly perforating the rv. A pericardial effusion was visualized using the sterilmed soundstar catheter. Pericardiocentesis was performed by removing 250 ml of fluid. The patient was stable at the time of the call. No rf (radiofrequency) ablation was performed prior to the effusion. Additional information indicated that the physician's opinion on the cause of the adverse event was ice (intracardiac echocardiography) or ablation catheter perforation. Patient fully recovered and did not require extended hospitalization.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).